Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was dermabond used during the surgery? Please provide product code/ lot number used during surgery? Does the surgeon believe that the dermabond product involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the dermabond product used in this procedure? [(B)(4)].

Event description:
It was reported in a journal article entitled: allergic contact dermatitis caused by dermabond in a paediatric patient undergoing skin surgery. Author: liu t, wan j, mckenna ra, jackson oa, treat jr. Citation: contact dermatitis. 2018: 1-2. Doi: 10.1111/cod.13125. Dermabond (ethicon) is a liquid skin adhesive containing 2-octyl cyanoacrylate that is increasingly being used in plastic surgery. The authors reported a pediatric case of the patient who developed allergic contact dermatitis caused by dermabond (ethicon) after undergoing supernumerary nipple excision. A (B)(6)-year-old female with a history of an allergic contact reaction to neomycin underwent supernumerary nipple excision. The wound was covered with various materials, probably including dermabond (ethicon), vaseline gauze, and bandages, with no use of any other topical agent, including neomycin. Approximately 1 week later, the patient complained of itching, erythema, and serous weeping from the surgical site which improved with the application of pet.-based topical corticosteroids, and resolved with a 2-week prednisone taper. It was reported that the patch-test confirmed that the dermabond was the probable cause of the patient¿s allergic contact dermatitis. Therefore, patients who develop allergic contact dermatitis caused by dermabond may also be at risk of developing reactions to these medical devices. Dermabond and 2-octyl cyanoacrylate, respectively, are not included in the commercially available patch test series, so this case illustrates the importance of testing specifically for actual materials used during surgery when allergic contact dermatitis is suspected. Additional information has been requested.